Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date implanted - 2002.

Event description:
It was reported patient underwent a total hip arthroplasty in 2002. Subsequently, patient was revised on (B)(6) 2014 due to poly wear.